Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon was using a t10 torp driver. During use part of the tip of the screw driver shaft was damaged.

Manufacturer narrative:
The reported incident that the "screwdriver blade variax ao, t10, self-retaining" was alleged of issue s-17 (device damaged) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The screwdriver blade was received for evaluation damaged, at the tip. The visual examination revealed that the surface of the blade is in a very good condition, however, the tip looks used, with blunt flute edges and a tooth of the tip being deformed. The damaged surface presents a pattern consistent with the application of static force, most likely as a result of axial force being applied on that specific part of the blade during usage. This means that the deformation of the material started at the very edge of the tip and progressed across the other side of the blade. The screwdriver is in a good condition and the manufacturing inspection did not indicate any malfunctions. Also, the blade does not present any signs of torsional deformation. Most likely, during usage of the device, excessive force was applied on that specific part of the tip. Such power, in combination with hard bone, and even violent moves, could definitely deform the screwdriver and lead to such a material deformation event. As stated in the IFU: ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. Users should always read the instructions provided before using a specific instrument/implant. As stated in the op. Tech.: do not use power for final insertion of locking screws. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again. A deviation from the instructions for cleaning and sterilization could also affect the device`s body. It is clearly stated in the cleaning and sterilization guide that ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. The screwdriver is made out of steel and if the appropriate conditions are not observed it is quite possible to become rusty. As a consequence, this rusty and rough surface, in combination with excessive torque and twisting forces applied, can lead to a deformation. The IFU clearly states that instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use. Moreover, before preparing for sterilization, all medical devices should be inspected. All parts of the devices should be checked for visible soil and/ or corrosion. And in all cases the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed. If the screwdriver has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the above-mentioned observations the case could be classified as user-related, due to a misuse of the device. The screwdriver blade was most likely deformed due to axial force being applied during usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon was using a t10 torp driver. During use part of the tip of the screw driver shaft was damaged.